Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 07-aug-2019. The most recent information was received on 14-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('very major fatigue / her body was exhausted when she wake up') in an adult female patient who had essure (batch no. 694963) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), eczema ("persistent eczema"), musculoskeletal pain ("various joint and muscular aches"), visual impairment ("significant decline in vision") and memory impairment ("especially a very significant disorder of memory with forgetting of words and inversion / her head was no longer follow ing"). The patient was treated with surgery (essure removal planned for (B)(6) 2019). At the time of the report, the fatigue, eczema, musculoskeletal pain, visual impairment and memory impairment outcome was unknown. The reporter considered eczema, fatigue, memory impairment, musculoskeletal pain and visual impairment to be related to essure. The reporter commented: at the time of the report, she was 49 year-old, and the period event occurred 2 or 3 years ago. It was also reported that the removal of essure will be performed on (B)(6) 2019. I am allergic to nickel, and I w as never asked before putting in these implants. I feel like I'm 80. I'm 49, but my body is exhausted when I wake up, and my head is no longer following, I immensely regret the installation of these implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 07-aug-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('very major fatigue / her body was exhausted when she wake up') in an adult female patient who had essure (batch no. 694963) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), musculoskeletal pain ("various joint and muscular aches"), visual impairment ("significant decline in vision"), eczema ("persistent eczema") and memory impairment ("especially a very significant disorder of memory with forgetting of words and inversion / her head was no longer follow ing"). The patient was treated with surgery (essure removal planned for (B)(6) 2019). At the time of the report, the fatigue, musculoskeletal pain, visual impairment, eczema and memory impairment outcome was unknown. The reporter provided no causality assessment for eczema, fatigue, memory impairment, musculoskeletal pain and visual impairment with essure. The reporter commented: at the time of the report, she was (B)(6) year-old, and the period event occurred 2 or 3 years ago. It was also reported that the removal of essure will be performed on (B)(6) 2019. I am allergic to nickel, and I w as never been asked before putting in these implants. I feel like I'm 80. I'm (B)(6), but my body is exhausted when I wake up, and my head is no longer following, I immensely regret the installation of these implants. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.